Event description:
The customer reported a no delivery alarm. The blood glucose reading was 120 mg/dl. The patient was advised that her blood glucose was most likely going high because she was not getting insulin. The customer declined to return the reservoir for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.